Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular abdominal aortic aneurysm. Vessel morphology was reported as the proximal landing zone was about 5mm in length. It was reported that type I endoleak was confirmed during the procedure. A reliant balloon was used; however, the type I endoleak remained. The physician decided to complete the procedure and monitor the patient. It is unknown whether an additional evar is required at this time. The physician commented that it was a severe lesion, so the endoleak cannot be avoided. No clinical sequelae were reported, and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; short neck); unapproved use of device (5mm length proximal landing zone (<(> <<)>(> <(><<)><(><<)>)>10mm)). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short neck). User error contributed to event (5mm length proximal landing zone ( <(><<)>(> <(><<)><(><<)>)>10mm)).